Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture due to dislodgement. A revision procedure was performed; the lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.